Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered bubbles in the lyse system above the lyse syringe and a worn triple syringe module. The fse replaced the pinch valve lv9 and the triple syringe module to resolve the low hgb and alleged wbc issues. The fse adjusted the calibration factors for the rbc (red blood cell) and hgb to complete the repair and verified instrument's operation per established procedures. Failure mode of the erroneously low hgb and wbc is attributed to the pinch valve lv9 and lyse syringe.

Event description:
The customer reported obtaining erroneously low hgb (hemoglobin) and wbc (white blood cell) results for two (2) patients involving the coulter ac*t diff analyzer. The customer stated that the erroneous results were not reported out of the laboratory and there was no death, injury or affect to patient treatment in connection with this event. Multiple attempts were made to request data from the customer but was not provided. The customer stated that the initial results were discarded and the customer could not recall if any of the results were flagged. The customer stated that one patient recovered a hgb result of 3; the sample was remixed and rerun on the original instrument and a result of 13.8 hgb was recovered and considered correct. The customer recovered a result of 1.0 hgb on the initial run for the second patient and recovered a result of 11.7 hgb on the rerun, which was considered correct, following remixing of the sample. The customer also stated that the wbc on both samples recovered proportionally low with the hgb results but did not provide any data to demonstrate the values.